Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure performed on (B)(6) 2018, the drill bit was used with rpm 30,000. When surgeon started drilling a hole into the patient¿s mandible the drill bit broke. There were no consequences for the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.505.034, synthes lot number: sx492291-I (after rework lot number on label, part still with lot number sx492291), synthes lot number: sx492291 (initial production lot number): manufacturing location: hägendorf, supplier: sphinx werkzeuge ag, release to warehouse date: 13. March 2007: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that article is received broken whereabouts the flutes starts at the shank, this thus confirming the complaint description. Further inspection with the microscop has shown that the tip is worn down and dull (center, cuting edges, marchin). Drawing/specification review: drawings and revisions are in accordance to DHR of production lot sx492291-I. All relevant features are defined on the used drawing revisions of DHR of production lot sx492291-I. Dimensional inspection: during investigation the diameter was measured with the micrometer, the measureed result is within accuracy. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Material or hardness review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Based on this and that the part got manufactured in march 2007, no further evaluation will be done. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that wear and tear from often use over the years (as the instrument is over 11 years old), led to this damage. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in austria as follows: it was reported that during an unknown procedure performed on (B)(6) 2018, the drill bit was used with rpm 30,000. When surgeon started drilling a hole into the patient¿s mandible the drill bit broke. There were no consequences for the patient, broken piece was removed easily and there was no surgical delay. This is report 1 of 1 for complaint (B)(4).